Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that during a demonstration to customers, cerelink sensor suddenly failed when pressure applied to the piezo resistive strain gauge and plunged to 49mmhg before receiving cable alarm.

Event description:
N/a

Manufacturer narrative:
(B)(4). The microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.